Event description:
The facility reported a colleague infusion pump with a malfunction of "broken." Upon further investigation by quality engineering, a damaged battery alarm set was found. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient/user involvement, injury or medical intervention. This is involving a pump with software version 5.09.90 which is categorized as a colleague 2006. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a malfunction of "broken" was not confirmed by baxter personnel in the pump?s event history. Upon further investigation by quality engineering, a damaged battery alarm set was found. The root cause was assigned to use/user error. The main batteries were replaced to correct this condition. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device. Baxter will continue to monitor similar reports to determine if further actions are required.